Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, the arterial line tubing slipped off a 1/4" connector. The product was not changed out, there was 200 ml blood loss, and surgery was completed successfully. There was no observed harm to the pt. The event did result in delay in beginning or continuing the surgical procedure.

Manufacturer narrative:
Terumo did not receive the actual device. An investigation was performed on a sample received from a related complaint. The sample was pressure tested and there were no leakages found. The customer may have incorrectly connected tubing with the connector, resulting in leakage. There have been customer disconnections in other packs. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).